Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope angulation control knob was stiff. The device was returned for evaluation. During the device evaluation it was found that the adhesive around the objective lens had foreign matter, objective lens had foreign body, illumination lens had foreign matter, illumination lens adhesive had foreign matter, and tip cover had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the additional findings: due to damage on bending tube, up/down knob does not move smoothly, connecting tube had coating peeling and a scratch, nozzle had a discolored area, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to dirt on objective lens, foggy image occurs, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive on bending section cover had white-clouded area, a crack, and a chip, due to wear of angle wire, the play of up/down knob was out of the standard value, suction connector, the control unit both had discoloration and was deformed, switch #4 had wear, the up/down knob had corrosion, the universal cord had a scratch, due to dirt on objective lens, the image has dark area partially, the scope connector was dirty due to water leakage. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer stated that they attempted to clean the device lenses with toothpaste, so they suspect that the foreign material found on the device was toothpaste. There were no abnormalities in the accessories used for reprocessing. It is unknown if there was a delay in the start of the pre-cleaning. It is unknown if the customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.